Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Allegedly, one or more of the display components was scratched, and the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/23/2014 with the following findings: visual inspection revealed that the display was free of damage; however, there was a cosmetic issue of a peeling lens film. The reported scratched-display issue was not duplicated. Unrelated failures of the audio bolus button and display screen were documented in pi# (B)(4).